Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient age/date of birth, gender, weight, height, medical history, race, and ethnicity was not reported. (B)(6). [Complaint conclusion] as reported by a healthcare professional, immediately following refill of the medstream (914201/(B)(4)) pump with baclofen for treatment of spasticity, there was less drug in the pump than expected. The refill process was performed according to the instructions for use (IFU) with normal reflux and refill, but immediately after the restart of the pump, the fill level sensor (fls) showed only 28.89ml of drug instead of 40ml as was anticipated. There had been no programmed change in the flow rate. The patient did not have a fever, experience changes in elevation, or have a recent magnetic resonance imaging (MRI). The patient was asymptomatic with no allegation of injury, treatment, hospitalization or need for medical intervention. The pump did not alarm. The pump had been implanted on (B)(6) 2015. The pump was not stopped and remains implanted. The refill had been performed with the medstream refill kit. The patient had a pendulous abdomen. In the physician's opinion, due to the patient's body volume (pendulous abdomen), it is possible that the refill needle was inadvertently dislocated without loss of resistance causing drug to be flushed into the pump pocket. No further information could be obtained. The device was not returned for analysis as it remains implanted; however, technical support was performed by the clinical specialist and no issue was found. The pump was determined to be performing according to specification. A review of the device history records found that the product conformed to manufacturing specifications when released for distribution. Based on the information available for review, the reported event could not be confirmed. The medstream programmable infusion pump is indicated for the chronic intrathecal infusion of baclofen in the treatment of severe spasticity. Adverse events related to refilling the pump such as injection errors that can result in tissue damage or drug under or overdose is a known event that can occur. It was reported that the refill was performed correctly with use of the correct refill kit. The IFU states to only use the needle provided in the medstream refill kit for refilling since it is designed specifically for use with this pump. The IFU also cautions to ensure proper needle placement (held perpendicular to the pump and inserted completely to the needle stop) before filling the reservoir. Excessive force should not be used when inserting the needle into the central port since this can damage the needle tip. Using a bent needle can cause damage to the central port and may result in a failure to administer solution appropriately or cause leakage of drug solution into the pump pocket. According to pump specifications, the flow rate accuracy is with +/- 10% with 99% conformance at 95% confidence. The accuracy of the fill-level sensor is with +/- 1ml with 97.9% conformance at 95% confidence. The technical support provided by the clinical specialist confirmed that the pump was performing according to specification. Assignment of root cause for the event remains speculative and inconclusive, based on the information provided; however, factors that may have contributed to the ¿missing¿ drug could include inaccurate initial measurement of drug filled into the pump, incorrect placement of the refill needle resulting in drug leaking into the pump pocket, or difficulty maintaining accurate placement of the needle due to patient¿s pendulous abdomen making contact with the needle stop. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, immediately following refill of the medstream (914201/(B)(4)) pump with baclofen for treatment of spasticity, there was less drug in the pump than expected. The refill process was performed according to the instructions for use (IFU) with normal reflux and refill, but immediately after the restart of the pump, the fill level sensor (fls) showed only 28.89ml of drug instead of 40ml as was anticipated. There had been no programmed change in the flow rate. The patient did not have a fever, experience changes in elevation, or have a recent magnetic resonance imaging (MRI). The patient was asymptomatic with no allegation of injury, treatment, hospitalization or need for medical intervention. The pump did not alarm. The pump had been implanted on (B)(6) 2015. The pump was not stopped and remains implanted. The refill had been performed with the medstream refill kit. The patient had a pendulous abdomen. In the physician's opinion, due to the patient's body volume (pendulous abdomen), it is possible that the refill needle was inadvertently dislocated without loss of resistance causing drug to be flushed into the pump pocket. No further information could be obtained.